Manufacturer narrative:
The implanting clinician prescribed antibiotics to treat the infection. The implanting clinician scheduled an explant procedure for (B)(6) 2021. The patient sent a picture to the implanting clinician from which signs of erosion were observed. The stimwave clinical representative was present during the implant procedure on (B)(6) 2020, and confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact before the implant, and the procedure was completed following the product instructions for use. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the erosion is due unknown/no problem found. Potential causes of erosion include implanting the device too near to the surface of the skin, wound site not healing, and improper anchoring technique.

Event description:
On december 22, 2020, the patient contacted the stimwave clinical representative stating that the implanted device was protruding through the skin and the wound site appeared to be infected.